Manufacturer narrative:
One product was received for evaluation in used condition. As received, no physical damage or other anomalies observed. Functional testing was performed and a leak was observed between the tubing and female luer. Further inspection of the bond showed spotty solvent coverage. The luer tube bond was separated and the tube and bond pocket was observed. A solvent channel was observed on tube. The complaint of leakage can be confirmed. The probable cause is due to a solvent application error during manufacturing in tijuana. A manufacturing batch review was performed and no nonconformances were identified.

Manufacturer narrative:
H3/h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was stated that when filling the cassette with enteral nutrition 100ml + popskain 200ml, there was liquid leakage from the base of the connection part of the route. The event occurred during priming. There was no patient involvement.